Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 04march2019. The manufacturer¿s customer specialist confirmed the reported sailed system leak issue. The manufacturer¿s customer specialist assisted the customer's service technician isolate the leak to the blower/boot area. The customer's service technician observed the blower outlet boot was not seated. The customer's service technician re-seated the blower outlet boot. The customer was able to successfully pass the system leak.

Event description:
The customer reported a failing system leak test. There was no patient involvement. Event date not specified; estimate used.